Event description:
It was reported that an embolization coil implant was prepped as per IFU. The coil was initially introduced into the sinus, and then the physician partially pulled the coil back into the microcatheter and felt some resistance, which then ceased and they noticed that the coil had detached. The proximal coil & pusher were withdrawn and the distal loops of coil were able to be safely aspirated out. The case was then completed successfully.

Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant, introducer, microcatheter. The visual analysis of the returned device found that the implant was not attached to the pusher, the pusher hypotube was kinked at the proximal section, and the pusher was broken at the hypotube to connector junction. The implant was not returned for evaluation. The investigation found that the pusher's monofilament was broken, indicating that the device experienced a tensile break. The investigation of the returned coil system found the pusher returned without the implant attached but no indications of activation using a detachment controller on the pusher heater coil was observed. The implant was not returned for evaluation. Further inspection found the pusher hypotube was kinked at the proximal section, and the pusher was broken at the hypotube to connector junction. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant was prepped as per IFU. The coil was initially introduced into the sinus, and then the physician partially pulled the coil back into the microcatheter and felt some resistance, which then ceased and they noticed that the coil had detached. The proximal coil & pusher were withdrawn and the distal loops of coil were able to be safely aspirated out. The case was then completed successfully.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, it has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.